Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. It is important to note: the device's history log was not available for evaluation and may have added value to the investigation. The device was recertified for clinical use. The customer was sent a replacement device. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.